Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer care specialist reviewed the data provided. The ccc guided the customer to replace the reagent 5 (r5) probe and auto aligned the r5 and sample 3 (s3) probe. Customer also ran check 1 and a naoh clean on r5 and passed with acceptable results. All modules were homed without error and the instrument was reset. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide patient result was obtained on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide patient result.